Event description:
It was reported that the device experienced a communication error while in use on a neonate infant patient in the nicu. The nurse immediately removed the device as the nicu area is an open quiet area and can be easily heard and acknowledged.

Manufacturer narrative:
Suspect changed from 8100 to 8015. The customer¿s report of ¿communication error¿ was confirmed through a review of the device logs. Review of the pcu error logs showed a system error (800.8000) occurred on 23sep2019 at 3:44:14 pm while channel a was infusing drug ID 47 (dextrose 10%) at 7 ml/h. The system effect of the system error code is an audio alarm that cannot be silenced and infusion parameters that could not be edited. Log analysis results: on 23sep2019 at 12:44:01 pm the connected pump module received a remote IV where the vtbi was changed from 1000 ml to 28 ml and then the infusion was started at 7 ml/h. The pcu alarmed with the system error and 800.8000 error code was recorded at 3:44:14 pm. The channel a pump module event log recorded it began displaying communication error five seconds later, which indicates the infusion remained running as designed. A root cause could not be identified.

Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the device experienced a communication error while in use on a patient.